Manufacturer narrative:
A ge service representative performed an onsite investigation. The motherboard cpu assembly was evaluated and reseated. The mainframe battery packs were also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.